Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for gandita. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked inside the instrument, the suction and the auxiliary water channels and confirmed no irregularity such as buckling, scratch, dirt or adhesion of foreign object. Furthermore, there are fine scratches at the distal end but there is no irregularity at the instrument channel inlet, around the air/water and suction cylinders, the air/water nozzle, water supply connector and air supply connector, such as significant dirt, adhesion of foreign object or scratch. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.